Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Femoral lps stem broken at the medium third.

Manufacturer narrative:
Examination of the reported fractured device was not possible as it was not returned. A search of the complaints databases finds no other related or similar reports. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Additionally, research using the as400 system indicates that several pieces from the reported lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. Patient x-rays were received and reviewed confirming the reported material fracture 10 years post implantation. No other conclusions could be drawn from the x-ray review. Medical records were received and reviewed. With the information provided, it cannot be determined that the complaint is product related. The investigation can draw no conclusions with the information provided. Product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.